Manufacturer narrative:
UDI= (B)(4). Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm. Model #: sc-4316, lot #: 17794689, description: next generation anchor kit-sterile.

Event description:
A report was received that the patient was having a burning sensation and a pinching like pain in the location where the battery was placed. It was also reported that the patient had itching that was thought to come from when the stimulation was turned on and when it was turned off, the itching stopped. The patient took a medication for the itching. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the physician did not suspect device malfunction and did not suspect that the itching was device related. It was noted that the patient took the benadryl on her own accord which the physician agreed on. The patient underwent an explant procedure and nothing will be returned due to the physician damaging the leads upon removal and was using electrocautery. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient was having a burning sensation and a pinching like pain in the location where the battery was placed. It was also reported that the patient had itching that was thought to come from when the stimulation was turned on and when it was turned off, the itching stopped. The patient took a medication for the itching. The patient will undergo an explant procedure.